Manufacturer narrative:
The field service engineer (fse) inspected the module and determined that a faulty grounding cable, which generates electronic disturbance on the ion-selective electrode (ise) module, had caused the event. He repaired this part. The investigation determined that a faulty grounding cable contact had caused the event. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The cobas integra 400 plus serial number is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable electrode, sodium results from three patient samples tested on the cobas integra 400 plus. On (B)(6) 2025: patient sample 1 the initial na result was 134 mmol/l. The repeat result was 144 mmol/l. The repeat result was 140 mmol/l. On (B)(6) 2025: patient sample 2 the initial na result from the analyzer was 150 mmol/l with a data flag. The repeat result from the competitor analyzer was 139 mmol/l. Patient sample 3 the initial na result from the analyzer was 212 mmol/l with a data flag. The repeat result from the competitor analyzer was 144 mmol/l. The initial results were not reported outside the laboratory.

Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) were updated.